Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found a tubing was split. He replaced the tubing and performed air purges. He confirmed the system was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable ft4 results from the cobas e 801 analytical unit. The initial result was >100 pmol/l. The repeat result was 21.0 pmol/l.